Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm, model #: sc-1132, serial/lot #: (B)(4) description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had pain at the cervical incision site. Computed tomography scan was done and showed abscess forming at the lead site. The physician believed that the infection was nondevice related but rather due to a stitch abscess. The patient underwent an explant procedure, and the infection was resolved.